Event description:
It was reported by the customer's brother that their insulin pump was alarming button error and the keypad was unresponsive to user inputs. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 143 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad trace. The insulin pump received with minor scratches on display window, cracked battery tube threads, cracked belt clip slot, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.